Manufacturer narrative:
(B)(4) - contrast incorrect. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with a st-elevation myocardial infarction (stemi). The procedure was to treat a lesion in the mid right coronary artery (rca). The 3.0x18mm xience v stent delivery system (sds) was advanced to the lesion without resistance and was successfully deployed at 14 atmospheres (atm) for 23 seconds. Deflation was slightly slow; however, the balloon was able to be fully deflated and withdrawn without resistance. Reportedly, the contrast was a bit more viscous than normal and may not have been mixed to the usual specifications due to the urgency of the stemi case. Standard post-dilatation was performed to successfully complete the procedure. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The slow deflation was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for deflation issues from this lot. It is specified in the xience v and xience nano everolimus eluting coronary stent system instructions for use (IFU), materials required section, that the contrast is 60% contrast diluted 1:1 with heparinized normal saline. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.